Event description:
Info received indicates, the head section control is not working.

Manufacturer narrative:
The technician found the knee sensor disconnected which make the bed think it was in the chair position. The technician reconnected the knee sensor to repair the bed.